Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
In initial report, the serial number was entered incorrectly. The correct serial no is (B)(4). This follow up has the correct serial no. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Correction in supplemental #1 the serial number was corrected however what was reported originally in the initial MDR was correct. Correct serial # for event is (B)(4). Placeholder.

Event description:
Customer reported patient with flap striae in the right eye. Patient may have rubbed eye. An oral steroid was not prescribed. Topical steroid dosage was not increased. Flap lift and rinse was not performed. Patient experienced a loss of best corrected visual acuity. Post-op bcva was 20/40 in the right eye and 20/25 in the left eye.